Event description:
It was reported that suture placement was attempted in the common femoral artery using the preclose technique prior to carotid stenting interventional procedure. It was reported that the physician said he thought the suture was deployed in the tract and not in the artery because as he pulled a slight amount of tension on the rail he pulled the knot out. A second proglide device was used; however, a cuff miss occurred. Reportedly a third device was returned for this case and exhibited a device failure. Both cuffs captured the needles; however, the link instead of the suture distal to the link was cut. The cuff was caught in the knot pusher during the knot advancement. Also, a clip of starclose or starclose se was observed on the guide. The physician was aware that the clip of the starclose had been removed from the patient anatomy. There was no vessel damage reported. The method used to achieve hemostasis was not reported. The physician is trained in the use of the proglide device and established in the preclose technique. User facility medwatch stating: event desc: at the conclusion of an angiogram, two devices were used to attempt to close a femoral artery. Another device was used and the patient was not harmed. This facility has had a total of four similar events with this device. All four devices were returned to the manufacturer. All four devices had the same lot number. No additional information was provided.

Manufacturer narrative:
(B)(4). The other three proglide devices referenced are being filed under separate medwatch MFR numbers. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.